Manufacturer narrative:
Zoll medical (B)(6) evaluated the device and the customer's report was not replicated or confirmed. Review of the data file shows that after a fifth shock is successfully discharged, a pads off condition is recognized by the device. This is followed by three check defib pads warnings, indicating that a valid patient impedance was not detected. There are multiple factors that could contribute to this condition. Some include, but are not limited to motion artifacts, poor contact between the pads and the patient, patient skin condition, or poor patient preparation. The log then shows that the pads cable is unplugged from the device and then pads are reconnected which matches with the report that the user switched pads. Electrodes pads from the event were not returned for evaluation as part of the investigation no trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.